Event description:
CT tech was starting an IV on an outpatient. When she went to hit the white button to retract the needle after successfully starting the IV, the button got stuck and the needle didn't retract. She ended up placing it carefully on her IV start kit and while finishing the IV, it randomly retracted on it's on while lying on the cart.